Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. It was also reported the battery estimate of the implantable pulse generator (ipg) was less than expected. Capture management was turned off and the longevity estimates increased. The device and lead remain in use. No patient complications have been reported as a result of this event.